Event description:
The huber needle is primed with normal saline prior to insertion no leakage noted. The pt is then started on the therapy and anywhere from 12-24-48 hours the device is found leaking. This is a high risk of air entry, potential for infection and danger to medical staff as often it is chemotherapy agents that are infusing. This is not a new problem with this needle it has happened many times before. The main leakage is found at the hub of the catheter and the connection where the needle joints the body of the device.